Event description:
As initially reported to customer relations: a patient of unspecified gender and age underwent a celect vena cava filter retrieval procedure. The physician was using the filter retrieval set. When the filter was removed the filter only had eleven legs. Physician did a chest scan and did not see any device parts. It is unsure if the leg is still in the sheath, possibly fell out onto the table.